Manufacturer narrative:
The customer collects accu tni samples in plastic lithium heparin tubes with a gel separator. The specimens are aliquoted into 2ml sample cups for use on the analyzer. Qc was within established ranges prior to and after the event a system check run in 2009 was passing within instrument specifications. The customer received a single wash valve/pump motion error in the event log before the event. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample was tested for troponin (accu tni) and a result "no value" was obtained. The original sample was re-tested and repeated result was 73.14ng/ml. The sample was re-tested again and gave a result of 0.05ng/ml. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.